Event description:
The technician indicated a loss of electrical ground on the bed.

Manufacturer narrative:
The technician found the ground pin connection on the power cord was loose. The technician replaced the power cord plug to repair the bed.